Manufacturer narrative:
The lead was surgically abandoned; therefore, a technical analysis could not be performed. A review of the device history record (DHR) could not be performed since the mes/matt system yielded no results. Because of the age-related of lead, manufacturing can be ruled out as the most probable cause of the complaint. Labeling review not performed. Issue of this type is not unexpected in leads of this age. There was no indication in the complaint that the product was not used in accordance with the IFU. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was not completed because the product predated the requirement for risk documentation; however, typically this ar code is accounted for during product development to support acceptable risk benefit for this type of product.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to pocket erosion. There were no additional adverse patient effects reported. This ra lead was surgically abandoned.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to pocket erosion. There were no additional adverse patient effects reported. This ra lead was surgically abandoned.